Event description:
Eight hours after a low anterior resection procedure, the pt had massive hemorrhaging in their anus. They had to re-operate, and the surgeon had to hand sew the anastomosis. Unexpected blood transfusion of about 2400ml. The pt is now fine.